Event description:
Diabetes nurse reported that she does not believe the infusion device primes insulin correctly. Patient was hospitalized due to hyperglycemia. Infusion device was downloaded and it was found the infusion device was placed in the stop mode for 4 hours and was not placed in the priming mode. Infusion device was replaced and requested for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.